Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 13. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with bone type iii, fair oral hygiene, bruxism and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, fistula and inflammation. No further patient complications were reported.